Manufacturer narrative:
Concomitant product UDI for reservoir is (B)(4).

Event description:
It was reported that the reservoir of this inflatable penile prosthesis (ipp) herniated from the subrectus space through the inguinal ring to subcutaneous tissue. Initially, the physician planned to fix the herniation. However, after removing the reservoir from the skin, the physician pumped the tenacio, but the patient did not achieve a full erection. Suspecting a kink in the pump within the scrotum, the physician opened the scrotum and pumped the pump outside the body, which worked, and the implant became fully erect. To prevent kinks, the physician suture-tied the pump into the scrotum. However, upon closing the skin and pumping again, the implant was not fully erect. The physician then decided to replace the tenacio pump with an ms pump while keeping the previous cylinders. After placing the ms pump, the cylinders achieved full erection upon pumping. No patient complications were reported.